Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that error 45985 keeps occurring during testing. No patient involvement.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the customer reported problem of "watchdog alarm time issue (45985)¿ was replicated. Further investigation found the downstream occlusion (dso) seal was degraded. The motherboard and dso were replaced. The probable cause was watchdog alarm time (45985). The device passed all functional and delivery tests after repair activities were completed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.